Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation. Therefore, failure analysis to determine the root cause of the reported issue cannot be performed. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No images or procedure video were provided for review. Due to incomplete product information (unknown instrument lot number), a log review could not be performed. This complaint is considered a reportable malfunction due to the following conclusion: during a procedure, the fenestrated bipolar forceps instrument broke and fragments fell inside the patient. At this time, it is unknown what caused the breakage to occur. Although there was no reported injury to the patient, if the issue were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was initially reported that during a da vinci-assisted nephrectomy surgical procedure, an unknown instrument broke and fragments fell inside the patient during an unknown surgical task. It was unknown if all fragments were retrieved during the procedure. The operating room (or) staff was attempting to remove the instrument, but it was stuck in a curved angle inside the cannula. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended undocking the entire arm in order to remove the trocar along with the instrument. The surgeon was unable to undock the arm due to a concern about increasing the incision size during removal. The tse provided alternative methods to straighten the instrument. The site continued to complete the procedure as planned. Isi followed up with the initial reporter, who was present during the procedure, and obtained additional information on 06-nov-2021 and 29-nov-2021. The reporter was able to provide that the instrument that had the issue was a fenestrated bipolar forceps instrument. The surgeon was able to pull the cannula out, straighten the wrist of the instrument and remove the instrument. The instrument was used over 1.5 hours. The instrument was perfectly fine at the beginning of the case. After the procedure, the surgeon undocked and retrieved the fragments laparoscopically. All fragments were retrieved. The surgeon was not sure what caused the reported issue.